Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient had an impella cp implant and after the implant, the patient blood pressure dropped with negative left ventricle diastolic pressure noted. It was discovered there was bleeding at the right external iliac. Patient¿s groin and abdomen were noted to be distended. The pump was explanted and replaced. Stents were used to control the bleeding. Four units of blood products were given to the patient.

Manufacturer narrative:
Due to lacking clinical details and product not being returned for investigation, the root cause of the vascular damage could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-23436.